Event description:
Patient's father reports patient has 3 pumps currently cadd ms3 pump sn (B)(4) is not functioning. Patient's father goes through the process of setting it up to infuse but when pressing start delivery. Infusion does not start. We will send pump return box. They do have 2 other functioning pumps on hand. No adverse event reported. Reported to (B)(6) by: patient/caregiver.